Manufacturer narrative:
(B)(4). Date sent 3/4/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Patient was scheduled for dilation of the device, however upon scoping device was found to be eroded thru the esophagus. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. He has had no procedures between implant and discovery of the erosion. How many beads eroded? 4 bead erosion. Which best describes the device removal approach? - "a linx sphincter augmentation device was found at the gastroesophageal junction with partial erosion of the device into the proximal stomach. An ovesco cutter was used to open the device. Removal was accomplished as follows: a large forcep was used to grasp the linx device. Rotation of the scope facilitated extraction of the device from the capsule. The device was then captured with a snare and removed through the mouth. A 17 bead device was successfully removed. There was no evidenced of full thickness perforation of the esophagus or stomach." What is the current condition of the patient? Patient is doing well. He has already followed up in the office and is tolerating a regular diet.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2025. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 30252, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? If yes, please send to (B)(6). How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was explanted due to erosion. No further intervention.